Event description:
Due to a type b dissection caused by the implantation of the first stent, a transitory no re-flow and asystole were observed. These events were resolved by the implantation of the second stent.

Manufacturer narrative:
This patient presented to the cardiac catheterization unit and an acute lateral myocardial infarction, killip class I, was the primary indication for treatment. New q waves also developed. Three-vessel disease was also found. Pre-procedure cardiac enzymes were ck 3 times above upper normal limits. Ck-mb 2 times above upper normal limits and troponin less than 5 times above the upper normal limits. Intra-procedure medications included aspirin, clopidogrel, reopro and unfractionated heparin. Pci was performed on a totally occluded de novo lesion in the proximal right coronary artery of 20mm in length in a 2.75 mm vessel diameter. The (b2) eccentric lesion had been occluded less than three months, irregular in contour, moderately calcified with thrombus present. Timi 0 flow was also recorded pre-procedure. The lesion was pre-dilated with a 2.0x20mm balloon at 12 atmospheres before a 2.75x33mm cypher select plus was deployed at 22 atm with satisfactory results. There was no post-dilation. During the deployment of the first stent, a type b dissection occurred. A transitory no re-flow and asystole were also observed. These events were resolved with the implantation of a second stent, a 2.75x28mm cypher select plus at 22 atm with satisfactory results with satisfactory results. There was no post-dilation. This was considered unrelated to the cypher stent and highly probably related to the procedure. Residual diameter stenosis measured 0%. Timi iii flow was recorded post-procedure. Post-procedure cardiac enzymes were ck 3 times above upper normal limits, ck-mb 2 times above upper normal limits and troponin less than 5 times above the upper normal limits. Post-procedure medications included permanent aspirin, clopidogrel for 6 months, statins, ace-inhibitors and beta-blockers. In the 1-month follow-up, the patient was asymptomatic. All medications remained the same and there were no adverse events reported. Please note that this product is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.